Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient's father to move the receiver closer to the transmitter if and when the loss of connection occurs again. During the call, patient's receiver was working properly. No additional patient or event information is available.